Event description:
It was reported that a patient could not couple their recharger with the implantable neurostimulator (ins) ten days after implant. It was stated that the programmer could communicate with the ins and the charger could turn stimulation on and off, but could not charge the ins. About one week later, it was reported that the recharger still got zero bars for coupling. There was communication between the recharger and ins, but no charging. Three different rechargers were used, and they got the same result. The antenna locate (al) feature was used and it got a maximum of 40. It was reported that the ins was parallel to the skin, there was no fluid in the pocket, the wound was healed, and the ins was not deep in the pocket. An x-ray was done, and it confirmed that the ins was not flipped in the pocket. It was then stated that the ins was in discharge. A physician-mode-recharge (pmr) was attempted with the clinician programmer, but it just went straight to charging screen. Ten days later, it was reported that the ins was going to be removed and replaced with a new one. The date of the replacement was not yet established. It was also stated, the strain relief loops were located behind the sensor, not in front. Further information was requested, but not available at the time of this report.

Event description:
Additional information received reported that the patient was "doing great" and "getting good pain relief." No further information was reported.

Event description:
Additional information received reported the pocket was revised and that was 'all that was done.' It was stated there was no problem with the battery. The patient outcome was not provided.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37751 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).